Event description:
It was reported "the midline team placed two midline catheters this weekend. They threaded the guidewire and went to advance the catheter but met resistance. They retracted the catheter and tried to reinsert, however the catheter would not thread, so they removed the device. Upon removal, part of the catheter sheared off and is lodged inside the patient." This report addresses the first patient and device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.